Manufacturer narrative:
The pump function properly during functional check including rewind basic occlusion, occlusion, prime, excessive no delivery, displacement, self-test, unexpected restart test and all operating current measurement were normal. Pump was received with minor scratched display window, cracked case at display window corners, broken reservoir tube lip, missing the black o-ring seal from inside reservoir tube, cracked battery tube threads, cracked pump belt clip slot and missing end cap sticker. (B)(4).

Event description:
The customer reported via phone call of damage to their insulin pump. The customer states the pump was broken at the reservoir compartment where the threads are located. The customer's blood glucose level had gone up to 600mg/dl due to reservoir not sitting properly. The customer treated the highs with the pump and holding the reservoir in place. The customer was advised the pump would be replaced and returned for analysis.